Event description:
Additional information received on 24 may 2022: on 23 may 2022, it was reported that the probe was extracted with the buried tray and the problem was solved. A new peg probe and j tube was placed in which the j tube probe was left in the stomach for migration by itself. The old stoma site was maintained.

Manufacturer narrative:
(B)(4). Additional information added to b5 and d6. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information received on 22 jul 2021: on (B)(6) 2021 during an endoscopy to remove the tubing, it was reported that it was impossible to remove the buried bumper. The neurologist arranged a surgical consultation to remove the (inner) plate and to place a new tube. At the time of report, the patient had been discharged until an appointment with surgery is scheduled.

Manufacturer narrative:
Reference record (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of (B)(4) was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In may during a patient visit, the nurse reported that the patient's external tube (peg) was impossible to mobilize and the patient was diagnosed with a buried bumper. At the time of report, an intervention with the gastroenterologist was scheduled for the buried bumper.